Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left mentor siltex contour profile moderate, catalog: 3542913, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with an unknown 350cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure via self-examination. It was also indicated that the right breast prosthesis looked misshapen. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 400cc gel prostheses on (B)(6) 2017. The right breast prosthesis was deflated to allow for removal. This report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information that the right breast prosthesis was found to be intact. Is product problem: unchecked device codes: 2993. Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device and on the shell surface. The product evaluation team discovered a rent measuring approximately 1.9 cm on the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. A root cause of the failure or the white material found in the device could not be determined. According to the information received, it was reported asymmetry on a breast implant. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).